Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿catheter breaks¿. A potential root cause for this failure could be "inadequate material strength". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required due to product code being unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the intermittent catheter labeling is found to be adequate based on past reviews.

Event description:
It was reported that the last week during a scheduled surgery, the stent was opened and the user noticed that it was fractured in the middle. The stent was not used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the last week during a scheduled surgery, the stent was opened and the user noticed that it was fractured in the middle. The stent was not used on the patient.

Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error as this product is not manufactured by bard/bd. The appropriate manufacturer has been notified. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the last week during a scheduled surgery, the stent was opened and the user noticed that it was fractured in the middle. The stent was not used on the patient.